Event description:
Customer reported had an issue of a faulty needle while using in a procedure. It was reported, during a therapeutic endobronchial ultrasound (ebus) procedure, while scoping the patient , doctor inserted the needle through the biopsy (bx) channel for a second time, it was noticed that the needle would not retract into the sheath. According to the reporter, the user had to remove the scope with the needle sticking out, still inside the scope. However; it was not sure whether the scope has been compromised (damaged). The intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue is unknown at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer¿s complaint is confirmed. The findings are as follows: the device returned to olympus and was evaluated. The syringe and stopcock were not returned. Both the stylet wire and the sheath were returned and were separated from the original device and needle assembly. The needle returned exposed since the sheath was detached. The connecting slider was able to click back and forth into both positions. The advancing and retracting of the device handle could not be tested due to the sheath being separated from the handle. The sheath adjuster screw was able to rotate and lock into place. The distal needle tip was sharp and without physical damage. The distal hypotube was present within the detached sheath. The distal needle tip was bent approximately 0.59375 inches from the distal needle tip. The pebax heatshrink was torn at approximately 0.46875 inches from the distal needle tip. The proximal end of the device sheath was detached and separated from the device handle causing the sheath to be loose. As a result of these observations, the needle cannot be retracted, advanced, or controlled. The initial complaint of the needle not being able to retract into the sheath can likely be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the observed failure (needle would not retract into the sheath) likely resulted from the device experiencing excessive resistance and/or through angulation past the intended range of motion. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿this supplemental report includes information added to d4, d9, h3 and h4. Olympus will continue to monitor field performance for this device.